Event description:
It was reported that the readings on the level 1 hotline low flow system (hl-90) display were fluctuating. The unit alarmed. There was no patient involvement. The product problem was observed during testing.

Manufacturer narrative:
Other, other text: one level 1 hotline low flow system was returned for analysis. The device was observed to be dirty with contaminations in the water tank. There was a crack noted to the top left corner of the water tank and the drain tube cap was missing. The tank was then filled with water, temp check was attached, and the unit was powered on; lcd displayed the number 1. Based on the evidence, the complaint was confirmed. The root cause was found due to a bad pcb.